Manufacturer narrative:
The internal battery was replaced, which resolved the reported issue. The ventilator passed self-testing. (B)(4).

Event description:
Covidien received info that during testing. The ventilator caught fire. No pt involvement reported.